Event description:
Clinical study 345 days after a coronary artery drug eluting stenting procedure the pt underwent a target reintervention (tvr) of the mid left anterior descending artery (lad). The index procedure treated one target lesion. Target lesion 1 was a 2.5 mm vessel diameter, 80% stenosed region of the mid lad. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5x20 mm. Drug eluting stent without complication. The drug eluting stent was post dilated after deployment. The pt was discharged from the hosp one day post index procedure receiving asa, plavix, and lovastatin. The site reported that the pt underwent a tvr of the mid lad to alleviate diffuse in-stent restenosis 345 days post index procedure. The physician treated the target vessel by implanting one cypher stent. The pt was discharged from the hosp one day post tvr.

Event description:
It was further reported that the pt was enrolled into the arrive program on the date of the index procedure. Target lesion 1 was located in the mid lad with 80% stenosis and was 5 mm long with a reference vessel diameter of 2.5 mm. Target lesion 1 was treated with ptca and placement of a 2.5x20mm taxus stent, with 0% residual astenosis following post-dilation. The pt was discharged one day post index procedure on asa and plavix therapy. The pt was admitted for complaints of recurrent chest pain 345 days post index procedure. Myocardial infarction was ruled out by serial cardiac enzymes. The pt was referred for cardiac catheterization. Angiography revealed instent restenosis with two 60% stenoses and two 90% sequential stenoses (distal to and at the distal edge of the stent) in the mid lad, chronic total occlusion in the lcx 70-80% tenosis prior to the bifurcation in the distal rca, patent svg to the distal rca, occluded lima to lad, and patent svg to the om. An intervention consisting of cutting balloon angioplasty to the mid lad and placement of a 2.5 x 28 mm cypher stent resulted with 0% residual stenosis. The pt was discharged one day post tvr on cintinued asa and plavix therapy. In the opinion of the physician there is a probable relationship between the event and the taxus stent.